Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio replaced the flex cable assembly connecting the system and interface pcb assemblies as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device had lost power two separate times. The customer indicated that they were able to restore power to the device immediately after the loss of power. The patient only needed monitoring and did not suffer any adverse effects during the reported event. The patient was reported to be between 70 and 75 years old.